Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in hospital for an unrelated reason. A surface electrocardiogram revealed intermittent loss of ventricular capture. The right ventricular lead was capped and replaced. The patient was fine post procedure.